Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation the implantable cardioverter defibrillator exhibited a non sustained right ventricular oversensing episode showing crosstalk on the ventricular channel. P wave oversensing was also noted. The physician decided not to perform any intervention. The patient would continue to be monitored.